Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a diaphragmatic paralysis. Diaphragmatic paralysis occurred during svc ablation. High-output pacing was performed before svc (superior vena cava) ablation to confirm diaphragmatic stimulation, so the ablation was conducted at 15w for about 10s. Then, diaphragmatic nerve palsy was confirmed. Some recovery was observed after the procedure. Cf monitoring methods: real time graph. Coloring settings for visitag tag index. Additional filters in visitag was fot. The patient will be monitored and discharged from the hospital as usual. The patient is considered to be recovering at the time of the outpatient visit. The physician does not believe that the issue was due to the product defect. No abnormality noted before using the product. No abnormality noted while using the product. Additional information was received. The physician commented that the cause was not the bwi products. Outcome of the adverse event was improved. Patient was scheduled to be discharged as planned.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31056116l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 16-aug-2023. The physician commented that the cause was not the bwi products. Outcome of the adverse event was improved. Patient was scheduled to be discharged as planned. Relevant tests/laboratory data was no diaphragm elevation on chest x-ray (07/21/2023). Smartablate generator was used. Therefore, the d10. Concomitant medical products and therapy dates section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-sep-2023, noted a correction to the 3500a follow-up #1 as g3. Date received by manufacturer was submitted as 17-aug-2023 and should have been processed as 16-aug-2023.